Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The pump was received with corroded motor assembly during visual inspection. The pump was also received with minor scratched lcd window, and cracked reservoir tube lip.\ the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the pump has gone into the sea. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.